Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lens unit is flooded, the e-coupler unit is damaged and corroded. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Olympus assumed that the e-coupler unit was damaged and the spring became weak, resulting in the loose connection. A device history review could not be conducted because the serial number information was not obtained. This issue is addressed in the instructions for use (IFU): "when loosening the scope lock, be careful not to turn it too strongly in the loosening direction. There is a possibility that the scope lock may be damaged." "Application and conditions for cleaning, disinfection, and sterilization" after immersion, drain water thoroughly. Olympus will continue to monitor the field performance of this device.

Event description:
Th customer reported that the video adapter "spring was weak, looseness of connecting section". There were no reports of patient harm.

Event description:
The customer reported that the video adapter "spring was weak, looseness of connecting section". There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.